Event description:
It was reported that during an orif ankle fracture procedure, the surgeon was inserting a screw, and the thread began to peel. As the surgeon attempted to remove the screw with the peeling thread, the screw broke mid-shaft in the fibula. The surgeon was able to retrieve the broken piece from the bone. The physician then inserted another screw, and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date in initial MDR was incorrect. There should be no implant date as report is for a screw that broke during implantation and was removed. Original awareness date is (B)(6) 2011. Awareness date that there should be no implant date was (B)(6) 2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for complaint (B)(4).